Event description:
It was reported that a clearlink set had backflow during patient therapy. According to the report, the antibiotic rafapen was piggy-backed on a saline solution bag. During infusion, the rafapen began flowing into the saline solution bag. There was patient involvement, but no report of patient injury, medical intervention, or adverse reaction associated with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection showed no abnormalities. The device was reprimed using a lab 1000ml solution bag containing reverse osmosis water and the hooked up to a lab secondary set which was also connected to a 1000ml solution bag. The setup was checked for a back flow. There were no issues noted with priming and no back flow was noted. The reported issue could not be duplicated or confirmed. Should additional relevant information become available, a supplemental report will be submitted.